Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the full-height main drawer 6 was not detected on the bus. A field service engineer (fse) removed the back panel and found that the bus light had not been lit up or blinking. Indicative of bad retractor band. Therefore, the fse replaced the retractor band to resolve the issue. Then the fse rebooted the device, and all controller board lights had successfully turned on. The customer successfully tested the full-height cubie drawer without issues. All medications were detected on the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 jammed and not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.